Event description:
It was reported that following a diagnostic heart catheterization. An angio-seal was deployed in the right femoral arteriotomy. Seven days later, the patient called the doctor's office with complaints of a lower abdominal burning rash that included the entire trunk up to her neck. The patient was instructed to take benadryl (dosage unknown). The next day, the patient contacted the doctor's office stating that the rash was traveling down the legs. The patient was prescribed a 6 day medrol pack and given an appointment to see the doctor the next day. The patient is now doing well and the rash is clearing up.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers.